Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® c&s boric acid kit sodium borate/ formate had foreign matter in gel of sst tube. No serious injury medical. Intervention.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had fm in the gel. No serious injury or medical intervention.

Manufacturer narrative:
Correction: the event or problem description is corrected to it was reported that the bd vacutainer® sst¿ blood collection tubes had fm in the gel. No serious injury or medical intervention. Medical device brand name is corrected to bd vacutainer® sst¿ blood collection tubes. Medical device manufacturer is corrected to becton, dickinson & co. Common device name is corrected to blood specimen collection device. Unique identifier (UDI) # is corrected to (B)(4). Device available for evaluation is corrected to no. Manufacturing location is corrected to becton, dickinson & co. Device returned to manufacturer is corrected to no. Device evaluated by manufacturer is corrected to no. Results codes are corrected to 114.

Manufacturer narrative:
Medical device manufacturer changed to becton, dickinson & co. Manufacturing location changed to (B)(4).

Manufacturer narrative:
This complaint was filed under the wrong MFR#1917413-2018-01040 for (B)(4) it should have been reported as 1024879-2018-00575 for (B)(4). The correct manufacturing site is sumter and has been corrected in the following fields. Medical device manufacturer changed to (B)(4). Manufacturing location changed to (B)(4).